Event description:
When suture was removed from anchor, it frayed and pulled apart. The anchor was removed and another of the same lot was tried and the same thing occurred. The anchor was removed, and all remaining product of that lot number were removed. A new anchor with different lot number was tried and the suture was fine.